Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vascu-gaurd patch was difficult to use. The customer stated that while implanting the patch they could not tell which side was the smooth side of the patch. There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.